Manufacturer narrative:
(B)(4). The oxygenator was received cleaned and disinfected in the laboratory of the manufacturer. Afterwards a tightness test was performed. Leakage at the dia connector could be confirmed. Thus the reported failure could be confirmed. The most probable root cause of the failure is unknown. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time. Since the reported failure did not contribute to a death or serious injury and no systemic issue could be determined no corrective action is needed at this time.

Event description:
(B)(4).

Manufacturer narrative:
(B)(4). The product was investigated further in the manufacturer's laboratory. The dialysis lock and valve was sawed out. By microscopic inspection a leakage between the o-ring and the locking pin could be observed. Thereupon the dialysis lock was opened and methylene blue was applied from the inner side onto the o-ring; the humidity was leaking into the space between the inner o-ring and the locking pin. Afterwards the dialysis lock was disassembled. A lateral offset was detected at the filter cover housing wherein the locking pin with it's o-ring was sitting. At the o-ring itself also a pressure mark caused by the offset was detected. The most probable cause of the reported failure is the detected offset which caused leakiness of the o-ring. Mcp decided to initiate a CAPA (corrective and preventive action) process in order to determine the root cause and initiate further steps. All further steps will be performed out of the CAPA (B)(4) process.

Event description:
Ref.: (B)(4).

Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available.

Event description:
According to the customer: "while using the oxygenator on the patient, blood dripping slowly from the dialysis lock valve was noted. The customer stayed on the same device as it was a slight leakage. The surgery was finished without any problem. -no adverse effect on the patient -the product will be delivered to mcp. (B)(4).